Event description:
It was reported that a spectrum pump had a keypad inputs info twice. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The device eval confirmed the #8 and #9 keys to be inoperable caused by a failed keypad. Eval also found the column 3 keys to be acting as column 4 keys. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When in alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.